Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow report.

Event description:
It was reported that the patient's parent called the audiologist on (B)(6), 2011 reporting that the patient has headaches and pain on the left hand implant side. She also reports hearing a weird noise when wearing the processor. The parent was advised to discontinue use of the speech processor over the weekend.